Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that patient enrolled in a clinical study and underwent a left partial knee arthroplasty on an unknown date. Subsequently, a manipulation procedure was performed on (B)(6) 2007 due to unknown reasons. The surgeon indicated the patient's left knee has 130 degrees post op flexion and 0 degrees post op extension.